Event description:
It was reported that the patient experienced hypoglycemia with a measured glucose of 50 mg/dl while using the device, and the caregiver confirmed improvement after oral carbohydrate treatment following education on the 15-gram fast-acting carbohydrate protocol. Customer care provided support that included troubleshooting and user education conducted remotely. Investigation of this case revealed that the cause of the hypoglycemia was unclear. No clinical symptoms included low blood glucose reported. Outcomes included the need for oral glucose and self-monitoring, without hospitalization. It was concluded that the event was user-managed with standard hypoglycemia treatment and that no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.